Event description:
On 9/8/95, pt underwent endoscopic retrograde cholangiopancreatography, sphincterotomy, dilation of biliary stricture with catheter, and placement of 11.5 french biliary stent. X-rays demonstarted positioning of stent through segmental stenosis with good drainage of intrahepatic biliary system. On 9/9/95, CT abdomen scan noted pt biliary stent. On 9/12/95, abdomen/kub film confirmed cephalad migration of biliary endoprosthesis. On 9/13/95, pt underwent endoscopic retrograde cholangiography with complicated stent retrieval and stent replacement.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.